Event description:
It was reported that during a stent graft deployment in an a-v graft on a 180 degree bend, the s tent graft would not deploy. Additional attempts were made to deploy the stent graft until the outer sheath broke. The stent graft system was removed in its entirety without incident. No other stent graft was deployed. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. It should be noted that a partial deployment of the stent graft is also confirmed. Per the reported events, the stent graft was positioned around a 180 degree bend in the av graft.